Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing detached from the luer lock while on a patient. The patient did not move or pull on the tubing, so staff are not sure as to why the tubing disconnected. There was no report of patient harm.